Event description:
The hosp reported that when they removed some sims resuscitators from a crash cart for storage they found one unit with the duckbill valve and retaining ring dislodged in the resuscitator bag. According to the hosp there was no pt involvement and the unit was isolated for evaluation.